Event description:
It was reported that during the exploratory laparotomy the load did not fire, and another reload was needed to complete the procedure. There were no patient consequences and no changes to the post-operative care.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2022. Batch # 310a46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one tcr75 reload was received with no apparent damage. The reload had the proximal 6 drivers up without staples and the swing tab was noted to be broken, making the reload nonfunctionally. Also, 8 staples were noted to be missing scattered along the staple line. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the damage on the swing tab was due to the reload not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.